Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss verified the reported error and found the date and time to be reset also. Fss replaced the advantech printed circuit board (pcb) and verified date and time. Fss also replaced the instrument manger pcb as the battery on it was not fully charged. After that fss verified replacement pcb has good battery. Fss checked all connections and had no other issues during testing. Fss completed the field service checklist and verified all modes of operation and all calibrations. The unit was found to comply with all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the (B)(4) system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In the initial report, the device manufacture date provided (10/16/2008) was incorrect. The correct manufacture date is 10/15/2008 and is provided in this follow up submission. All pertinent information available to abbott medical optics has been submitted.